Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, both haptics snapped and leading haptic looked shorter than usual. When trailing haptic came out it also looked shorter. The tech tried to load and had problems positioning trailing haptic because it was short. The physician didn¿t recognize the problem and pushed the lens into the cartridge as usual. The physician couldn¿t remove it due to vitreous loss and open bag.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).